Event description:
It was reported that this patient has had previous inappropriate shocks due to oversensing of noisy signals in secondary sensing vector. At this time the system was reprogrammed to primary sensing vector. The patient has recently received six inappropriate shocks across two different episodes for t-wave oversensing and noisy signals. The system was initially reprogrammed to alternate sensing vector, however the device was subsequently explanted and replaced with a new device. This new device is connected with the current electrode. No adverse events were reported.